Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during set up for a navio assisted surgery, the navio camera cart did not show a notification for "connected" when the hardware component was connected. The procedure was completed with manual instrumentation without delays. The patient was not harmed. Additionally, after inspection of the device, it was found that there was a loose connection. They re-connected the device and it booted properly.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during set up for a navio assisted surgery, the navio camera cart did not show a notification for "connected" when the hardware component was connected. The procedure was completed with manual instrumentation without delays. The patient was not harmed. Additionally, after inspection of the device, it was found that there was a loose connection. They re-connected the device and it booted properly.

Manufacturer narrative:
H3, h6: the navio camera cart, part number pfsr110001, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The navio surgical technique guide for knee arthroplasty (500197 rev c) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a cable/connector failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.